Manufacturer narrative:
(B)(4). Investigation results: received one speedband device with the irrigation catheter and velcro strap for analysis. The ligator head was not returned. Visual examination of the device showed that the crimp was present on the trip wire. The trip wire was bent in several locations and was partially rolled in the handle. It was noted that the trip wire was secured in the handle assembly upon receipt for evaluation. The suture was found to be broken and attached to the trip wire loop. The other section of the suture was not returned. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the event description and the evaluation of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-00474 addresses the first speedband superview super 7 device and manufacturer report # 3005099803-2017-00809 addresses the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an endoscopical therapy procedure. According to the complainant, the bands were stuck together and would not deploy. There was no difficulty in setting up the device. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.